Event description:
Koru medical became aware of mw5114152 received through the FDA program stating "spontaneous call from (B)(6), home health care nurse, having problem with freedom pump. Patient is getting first infusion of 50 milliliters, but syringe is ejected by pump. Went through troubleshooting. Nurse is experienced with freedom pump. Wound pump all the way back, made sure front of syringe is seated correctly, but while no drug infuses, pump pops out forcefully. Advised to give this infusion via slow IV push and arranging for new pump to be sent to patient for future infusions. Pump used to infuse hizentra at above dose and frequency. No adverse event reported from defective pump. Pump box return being sent to pt to have defective pump reported. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Reported to (B)(6) by health professional." A good faith effort was sent to the initial reporter on 17-jan-2023 for additional information and product return status. A response was received stating the reporter did not provide the pump serial number or expiration date info. However, upon further investigation there is a reasonable possibility the pump in question may be serial (B)(4); dispense date: (B)(6) 2022; return date: pump still checked out to patient. No further information was provided. A second good faith effort was sent to the initial reporter on 26-january-2023 regarding status of the pump return. A response was received stating the pump is still checked out to the patient; it has not yet been returned. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.